Manufacturer narrative:
The reported event of bent/twisted material was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the proximal end of the left ventricular (lv) lead appeared twisted and damaged. A new lead was used to resolve the event. The patient was stable.